Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "nerve damage" is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® ultra xc in the nlf, 2 syringes of juvéderm® ultra plus xc in the temple, juvéderm® volux¿ xc in the jawline. A few months later the patient complained of pain and wanted filler dissolved. The hcp dissolved the filler with hylenex and scheduled a follow-up on the next day for the patient to get an MRI. The results of the MRI were no significant findings. A few weeks later the patient went to a neurologist, and they did not recommend any more hylenex due to nerve damage. The patient continued to complain about pain and how it has been impacting their quality of life. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4) and (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® ultra xc.